Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the blocker holder broke while being used to tighten a blocker. A second blocker holder was used to complete the surgery. There were no pieces which fell into the patient. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.